Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers 13a14h15 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by stomach pain, chills, and diarrhea. The cause of the peritonitis was not reported. It was not reported if the patient required hospitalization. The patient was treated with intraperitoneal vancomycin (1 gram daily for eighteen days) and was reported to have recovered from the peritonitis. Physioneal and extraneal therapies were ongoing. No additional information is available at this time. This is report 1 of 3 involved in this event.